Event description:
A malfunction was reported on the customer's pump, identified with the code "malf 16." There was no adverse impact on the customer¿s blood glucose level as it did not exceed the threshold. The pump was scheduled for replacement, with a new pump already on the way to the customer following the acknowledgment of a field correction notice.

Event description:
A malfunction was reported on the customer's pump, identified with the code "malf 16." The customer¿s blood glucose level was 450mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.